Event description:
It was reported that a user participating in the ilet experience study stated feeling dizzy, with the event characterized as hypoglycemia with unclear cause. Symptoms included dizziness, which is consistent with a hypoglycemic episode. Outcomes included no reported hospitalization or long-term sequelae. Investigation included a review of available complaint details and request for additional information from the customer to clarify event context and device performance. Investigation of this case revealed that the cause could not be determined based on the information provided, and no specific device component or malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.